Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system boot fails and shows an exposure not ready error. Review of the system log file showed ¿malfunctioning frontal ip-pc¿ and the firmware needs to be reinstalled. Fse repaired ippc board and cable and performed software installation. After repairing and installing the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not fully boot, it is giving an exposure not ready error. The system was not in clinical use. There was no reported patient or user harm.